Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited a red call doctor alert due to pacing impedance high out of range on the right ventricular (rv) lead, which led to a safety switch. Both devices were explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a red call doctor alert due to pacing impedance high out of range on the right ventricular (rv) lead, which led to a safety switch. Both devices were explanted and replaced. No adverse patient effects were reported.